Event description:
Pt placed on ventilator at home at 8:30 pm friday night, (B)(6) 2012. Ventilator allegedly stopped working without any audible or visual alarm at approximately 6:00 am on saturday morning, (B)(6) 2012. Ventilator screen allegedly went "blank" and unit was not delivering airflow. Pt is prescribed ventilation only with sleep. Pt got up at 6:00 am when ventilator allegedly failed. Family states no harm to pt due to ventilator failure since it occurred in the morning when he would be awakening soon. However, it could have been an issue had it occurred at night, or if family had not noticed the problem immediately.